Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the keypad buttons, up, down and ok are very delayed and sometimes seem frozen and not responsive; reportedly this started last evening. Reporter states the rubber is intact. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was damaged. The keypad was peeling near the ok keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The up arrow, down arrow and ok keypad buttons did not respond when pressed. The contrast keypad button responded normally when pressed. A keypad leak was found during leak testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, there was visible moisture in the display screen. Evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was opened and moisture damage was found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.